Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swollen, sore and hard lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, pain and skin irritation: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine to the lateral zygoma. Patient was also concomitantly injected with juvéderm ultra xc in the lips (no complaint against this device). Patient contacted the injector complaining that the lateral zygoma is swollen, sore and that they feel hard lumps that started about 4 months after the injection. Patient feels that the symptoms are getting worse. Patient noted that swelling reduces during the day, but indicated in photos that this is not what the patient normally looks like. Patient was treated with antibiotics. Symptoms are ongoing.